Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (3,200 mcg/ml, 729.9 mcg/day) and bupivacaine (27 mg/ml, 6.158 mg/day) via an implantable pump for spinal pain. It was reported that the pump was to be explanted on (B)(6) 2018 for an unknown reason. Upon opening the pump pocket, the hcp noticed white discharge in the pocket. Cultures were taken from the pump pocket and back incision. The catheters and pump were completely explanted and would not be replaced in the future. The issue was not resolved at the time of this report. The patient's status was alive - no injury. No further information provided.

Manufacturer narrative:
Other relevant devices include: product ID 8784, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter; ubd: 04/01/2017; UDI#: (B)(4). Product ID 8782, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter; ubd:09/17/2016; UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-feb-06. The patient reported their pump had been removed due to infection. The patient also reported a catheter kink. The patient stated when the doctor went in to unkink the catheter they discovered the infection around the pump. The patient reported they did not have any symptoms of infection. However, the infection had been confirmed. The patient did not know the strain of the infection. It was reported the infection occurred in (B)(6) or (B)(6)of 2018 and the entire system was removed. It was indicated the kinked catheter occurred about two weeks prior to device explant. The infection had resolved and the patient was waiting for their next pump implant.